Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's lead had migrated. As a result, surgical intervention was taken on (B)(6) 2018 to address the issue. The physician elected to not move the migrated lead, but add a new lead instead.